Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: na. Eleven complaints have been made from this complaint submission complaint #(B)(4) (first device used). Complaint #(B)(4) (second device used). Complaint #(B)(4) (sterile device returned that failed testing on 07apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 07apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 27apr2021). Complaint #(B)(4) (sterile device returned that failed testing on 28apr2021). Sterile product was returned as part of complaint #2021-000259. Per [name], applied medical engineer ii, upon investigation of the sterile units, two of the sterile units "failed scissor cut testing performed 07apr2021 per the [test method]." Additional information received via email on 28apr2021 from [name], applied medical engineer ii: "testing on the additional 170 units from lot 1399732 was completed yesterday 27apr2021 and today 28apr2021. Please open seven new complaints for sterile units that were returned by the customer from lot 1399732. These sterile units were originally returned as part of complaint 2021-000259 and failed scissor cut testing per the [test method]. Six of the units were found during testing performed on 27apr2021 and one was found during testing performed on 28apr2021." Intervention: na (sterile units, no patient contact). Patient status: na.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: na. Sterile product was returned as part of complaint # (B)(4). Per [name], applied medical engineer ii, upon investigation of the sterile units, two of the sterile units "failed scissor cut testing performed (B)(6) 2021 per the scissor rough actuation and cut test tm-4021167, rev. B." Intervention: na (sterile units, no patient contact). Patient status: na.